Event description:
An attempt was made to use an endeavor sprint rapid exchange (rx) drug-eluting coronary stent (details unk) in to a pt to treat a dissection occurred post deployment of another endeavor sprint rx (MFR # 2953200-2010-01859). The target lesion, located in the proximal and mid lad was described as a complex lesion which was also involving the first diagonal branch of the lad. It was reported that an attempt was made to cross the relevant device into the first diagonal branch of lad; however, the relevant stent would only pass 1 or 2 mm into the origin of the diagonal artery. When the physician attempted to retrieve the relevant device, resistance was experienced and force was applied; then the stent dislodged in vivo. The dislodged stent was deployed in the lad by using a balloon catheter. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results and conclusions: previously deployed stent; force applied to the device during withdrawal; stent dislodgement; no device received for eval.